Event description:
It was reported that capture management measured a high bi-ventricular pacing threshold. Previous thresholds were lower. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected patient demographics. Corrected other devices. Corrected device model, serial, and implant date. Corrected evaluation summary: (B)(4): the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed that capture management aborted to high output (5.0 v @ 1.0 ms) in the month ending (B)(4), 2010 after 6 years of low thresholds. A subsequent successful pacing threshold search (pts) has overwritten the abort reason.